Manufacturer narrative:
Results: a photograph was returned from the customer in support of this complaint. A sample was not returned for evaluation. The defect observed in the photo is a supplier related cannula extruder defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155853. Conclusion:without a sample. An absolute root cause for this incident can be determined as bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd vacutainer® winged safety push button blood collection set needle was cracked. While the phlebotomist was collecting the sample, blood leakage was noticed. No serious injury or medical intervention was reported.